Event description:
Reference number (B)(4). Event occured in the united states. On (B)(6) 2025, the patient reportedly encountered a problem with their infusion set, specifically an obstruction in the insulin flow. The blockage was pinpointed at the insertion site. Patient replaced infusion set and resumed insulin successfully. No further information available.

Event description:
To date no additional patient or event details have been received.

Manufacturer narrative:
Correction: this MDR is being submitted to correct the submitted expiration date under d4 and manufacturing date under h4. Additional information - this MDR is being submitted to include the below: h6: investigation results under type of investigation, investigation findings, investigation conclusions. H11: investigation summary: the information in this complaint (B)(4) has been evaluated for the malfunction occlusion at infusion site (e.g. Occlusion alarm from the infusion pump may have sounded) (specific cause not identified). No escalation required. The batch 6007198 in question was manufactured at the reynosa site. Investigation process of the complaint was carried out in accordance with work instruction (wi) guidance for visual testing for complaints area version 3 and wi guidance for functional testing for complaints area version 2 for the occlusion at infusion site (e.g. Occlusion alarm from the infusion pump may have sounded) (specific cause not identified). If there is no troubleshooting, inconclusive troubleshooting, or partial troubleshoot done and it cannot be concluded to be infusion related, refer to cannot be determined cannot be determined. No escalation required. Photo/sample was not provided. In order to test the product, the reference samples from the lot have been requested. Test results: visual test according to wi version 3 on reference samples, 10 samples out 10 samples passed the test. Functional test 1 air flow according to wi version 2 on reference samples, 10 reference samples 10 passed the test. Device history record (DHR) review: the packing lot 6007198 was manufactured according to the wi version 97 manufactured in the line multivac 10, on 22/may/2024, with a total of (B)(4). Welding: the lot 4e03409 was assembled according to the wi version 34, machine ls06 and ls07 on 22-may-2024, with a total of (B)(4) units each. The lot 4e03410 was assembled according to the wi version 34, machine ls24 and ls25 on 21-jan-2024, with a total of (B)(4) units each. Gluing of connector the lot 4e03399 was manufactured according to the wi version 37 in the gluing of connector in the line 3, on 21/may/2024, with a total of (B)(4) units. The lot 4e03402 was manufactured according to the wi version 37 in the gluing of connector in the line 3, on 23/may/2024, with a total of (B)(4) units. The lot 4e03400 was manufactured according to the wi version 37 in the gluing of connector in the line 3, on 22/may/2024, with a total of (B)(4) units. Review of the DHR showed that all relevant tests required during the related processes had been fulfilled and met the requirements. No deviation were identified; no maintenance events were recorded. Trending: a query was run in database on 19/jun/2025 against malfunction code occlusion at infusion site (e.g. Occlusion alarm from the infusion pump may have sounded) (specific cause not identified) and lot 6007198 and no other more complaints have been registered in database for the same lot and malfunction code. Conclusion summary of the related event: as a result of the following: no defect on tests for retention samples, no non-conformance (nc) raised during production. No further actions are required. Therefore, this issue will be monitored through the post market surveillance activities.